Manufacturer narrative:
Date sent to FDA: 9/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted he spent over an hour lysing omental and colonic adhesions. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6)2016 during which the surgeon noted he spent over an hour taking down the bowel and lysing adhesions from the retracted mesh. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted a significant desmoplastic reaction around the mesh with certain areas of small bowel being cemented into the mesh. He spent at least two and one half hours taking down the small bowel adhesions to the mesh. Once approximately seventy percent of the small bowel loops were taken down from the mesh, an enterotomy was encountered, which was then repaired. He observed that the mesh was folded on itself. Additionally, small pieces of mesh were left on some portions of the intestines as it was impossible to dissect the bowel from the mesh without injury. It was reported that the patient experienced severe pain, discomfort, blistering, bulging, nausea, diarrhea, chills and inflammation. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in a separate file. No additional information was provided.